Event description:
The device was in use on a patient at the time of the event, there was no adverse event reported.

Manufacturer narrative:
Philips received a complaint on the intellivue x3 patient monitor indicating that an error was displayed indicated a speaker fault. Analysis was performed by the remote service engineer (rse), including communication with the customer and follow-up troubleshooting. The customer confirmed that there was no audio output from the x3 monitor at the time of the event, while audible alarms remained available through the connected host monitor. Further investigation determined that the issue was caused by a disconnected speaker cable within the x3 device. The speaker cable was reconnected by the customer's biomedical engineering department, after which the issue was resolved and normal operation was restored.